Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a decrease in sensing threshold was noted on the right ventricular (rv) lead. The physician suspects the event is due to tissue contact therefore no intervention was performed. The patient was stable and will continue to be monitored.